Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon review of transmission records it was observed that the implantable cardiac monitor (icm) exhibited over-sensing premature ventricle contraction. No resolution was performed. There were no patient consequences.